Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon was pressurized to 1atm wherein it ruptured resulting to liquid being ejected from the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 25, 2025. It was reported that no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital of integrated traditional chinese and western medicine; reported here as the facility name exceeded the character limit for the designated field. Block h2 (additional information): block a1 (patient identifier), block b5 (describe event or problem), and block e1 (initial reporter address and zip/post code) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital of (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h2 (additional information): block a1 (patient identifier), block b5 (describe event or problem), and block e1 (initial reporter address and zip/post code) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 67 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 67 mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon was pressurized to 1atm wherein it ruptured resulting to liquid being ejected from the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 25, 2025. It was reported that no piece of the balloon detached inside the patient.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon was pressurized to 1atm wherein it ruptured resulting to liquid being ejected from the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.